Event description:
A patient reported via manufacturer representative that they were unable to connect with the device in order to turn stimulation down. No further details were provided. No patient symptoms were reported. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.